Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/08/2016 that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Skin reaction was described as red and inflamed with bumps and pimples located around the adhesive patch, near the sensor pod. On (B)(6) 2016, the patient went to a nurse practitioner regarding the rash and was prescribed over-the-counter hydrocortisone cream to be used 3 times a day. It was also recommended that the area be aired out when possible. Affected area was treated with the prescribed cream. Additional event or patient information was not provided. No product or data was returned for investigation. However, photographs of the skin reaction were provided for evaluation. The reported event of skin reaction was confirmed. A root cause could not be determined.